Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the device was separated into two pieces. The core wire was fractured near the distal edge of the inconel connector, proximal from where the high torque sleeve (hts) meets the core wire. The fracture ends of the wire were bent. There was no other damage noted. Sem lab analysis concluded that the core wire fractured due to ductile bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire was broken. The 99% target lesion was located in the severely calcified and moderately to severely tortuous posterior tibial artery. The 300cm journey guide wire was advanced and successfully crossed the lesion. A sterling balloon catheter was then advanced over the wire, but was not able to cross the lesion. While withdrawing the sterling balloon, the physician noticed the distal tip of the wire was retracting with it. The journey guide wire had detached 20-30cm from the distal tip, but remained in the sterling balloon during removal. The procedure was completed with a different device utilizing a retrograde approach. There were no additional patient complications reported and the patient's status is fine.

Event description:
It was reported that during a peripheral treatment procedure, the guide wire was broken. The 99% target lesion was located in the severely calcified and moderately to severely tortuous posterior tibial artery. The 300cm journey guide wire was advanced and successfully crossed the lesion. A sterling balloon catheter was then advanced over the wire, but was not able to cross the lesion. While withdrawing the sterling balloon, the physician noticed the distal tip of the wire was retracting with it. The journey guide wire had detached 20-30cm from the distal tip, but remained in the sterling balloon during removal. The procedure was completed with a different device utilizing a retrograde approach. There were no additional patient complications reported and the patient's status is fine.